Event description:
No additional patient or event information has been received since the last report was submitted on 09sep2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the closed position and the basket formation was in the open position. Material [from the handle milling] was found curled in the handle slide. When the handle was in the open position it was found that 1 cm of the basket assembly was visible. The mlla (male luer lock adapter) and the collet knob were both found to be tight. The cannulated handle was not caught in the collet. The basket sheath was kinked at the base of the support sheath. Functional testing found that the handle did not actuate the basket formation. The handle was disassembled and the material debris was removed from the handle slide. The basket formation could be manually actuated. The width of the handle slide slot measured 4 mm, with a consistent width from the top to the bottom of the handle slot. The handle was then reset and reassembled. After it was reassembled, the handle was able to actuate the basket formation. A review of the device history record found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the same lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot. The other complaint was found to have a similar reported issue from a different customer, but the cause for the failure of the basket to function was found to be different from this complaint and therefore, the complaints were not related to a common cause. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The basket could not be closed due to the cannulated handle pulling free from the collet that normally secures the proximal end of the cannulated handle in place. A spiral shaped piece of white plastic was observed inside the handle. The information provided by the customer stated the device functioned when tested before use. Also, devices are inspected multiple times for damage and functionality during manufacturing and quality control checks. This indicates that there were no issues with the device before use. It was during the procedure that the basket would not close. The cannulated handle pulled free from the collet during the procedure, preventing the basket from closing. The free proximal end of the cannulated handle inside the handle is sharp, and likely scrapped the inside of the handle, producing the plastic shaving found inside the handle. There are multiple possible causes for the observed issue: since the cannulated handle pulled free during use, it is possible that the path of the device in the scope, or the size/location of the stones, caused tension on the handle that was sufficient to pull the cannulated handle out of the collet. The black knob that secures the collet to the cannulated handle is tightened with a torque driver during manufacturing. It is possible that variations in the manufacturing process caused the knob to not be sufficiently tightened. A combination of the above 2 causes. There is not enough information to determine a conclusive cause for the issue. Per the quality engineering risk assessment, no further action is warranted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
Prior to a trans-urethral lithotripsy, the user tested the basket function of a ncircle tipless stone extractor and found it to work without any problems. After the lithotripsy of the stone in the ureter, the ncircle tipless stone extractor was advanced through a uretero scope channel. However, once the basket reached the stone it was no longer able to be opened or closed. Another ncircle tipless stone extractor was then opened and used to complete the procedure. No adverse effects to the patient have been reported due to this occurrence.